Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a damaged ring was confirmed. Further it was found that the resistance value of the keypad of the hand control set was out of specifications. The keypad assembly was found to be not responding properly and the values of the hand control were drifting. Also it was identified that the tool couldn't be mounted to the device, and that the tissue seal was damaged. The hand control set was replaced, preventive replacement of o-rings performed and the device was cleaned, repaired and found to be fully functional. However, given the information provided we cannot discern a definitive root cause for the identified failures although it is possible that the o-rings were damaged by the customer during the cleaning process. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/29/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/29/2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the ring of the micro tornado handpiece was damaged. A replacement was used to complete the procedure. No patient consequence and no surgical delay was reported. During repair, an evaluation was performed and it was determined that the tool could not be mounted to the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.